Event description:
Device was returned for service with complaint of: the saw needs a change of sealing because it gets disassembled very often and it does not hold [illegible] after its use. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling power supply to be bent. This was attributed to normal wear. Inspection and maintenance were performed and the device was repaired and returned to the customer on (B)(6) 2012. Placeholder.